Event description:
Pump (universal irrigation console) would not turn off and solution continued to flow into pt's knee causing swelling. Not able to drain or suction off excess fluid. Wait for absorption to occur.